Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 182 mg/dl. No significant events leading to the alarm were observed. The customer also stated that the insulin pump alarmed no delivery due to an unknown cause. He advised that he pushed insulin through and continued using the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.